Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy.